Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No add'l info was provided.

Event description:
The customer reported issues with the motorized movement of the c-arm on the 9800 system. No pt injury was reported.